Event description:
Covidien received info stating that the top liquid crystal display (lcd) on an 840 ventilator was grayed out. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the lcd panels to determine if the malfunction will resolve. (B)(4).